Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12257290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, dysphagia, obesity, uterine bleeding, asthma, adhd, migraine, dysuria and abdominal pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metralgia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight gain/weight loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, ablation, and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the vaginal haemorrhage, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic, abdominal, menorrhagia, metorhagia, bladder/urinary problems- bladder problems. Urinary problems., bladder infection , uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 12257290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, dysphagia, obesity, uterine bleeding, asthma, adhd, migraine, dysuria and abdominal pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight gain/weight loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, ablation, and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the vaginal haemorrhage, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic, abdominal, menorrhagia, metorhagia, bladder/urinary problems- bladder problems. Urinary problems., bladder infection , uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : events added- abnormal bleeding (vaginal ), reporter added, lot number added, patient demographic added, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and weight fluctuation ("weight gain/weight loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2009 hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved and the fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic, abdominal, menorrhagia, metorhagia, bladder/urinary problems- bladder problems. Urinary problems., bladder infection , uti, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), bladder problems. Urinary problems., bladder infection, uti, vaginal discharge, fatigue, gi conditions, hormonal changes, headaches, nausea, weight gain, weight loss. Event outcome was added for the events: dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metorhagia, bladder problems. Urinary problems., bladder infection , uti, vaginal discharge. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.